Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. As a result of observing the connector, it was confirmed that the hinge was broken. Problem source was traced to design.

Event description:
It was reported that after connecting a tube to the smiths medical product, when administering medical fluid to the patient, the customer noticed medical fluid was leaking from the connector. No adverse patient effects were reported.